Manufacturer narrative:
This product is registered as a combination product. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During implant, high capture threshold was noted on the right ventricular (rv) lead. Then, it was noted that the connector pin of the rv lead was loose. A new rv lead was used to resolve the event. The patient was stable with no consequences.

Manufacturer narrative:
Additional information: d10, h3, and h6. The reported field events of high capture threshold and loose connector pin were not confirmed in the laboratory. Electrical testing did not find any indication of fractures or internal shorts. Visual and x-ray examination found the inner coil to be over-torqued at the connector region, which is consistent with damage incurred during the attempted implant procedure.